Event description:
A piece of the sheath on a vulcan eflex ablator brought by the company's representative broke off in the patients surgical site. Physician was able to retrieve that piece and stated he was able to retrieve the entire piece.